Event description:
It was reported that if the patient was lucky she would get 6-8 bars, but if she moved it went down to 2. It was noted that the patient was having problems with her rechargeable system since implant. It was logged the neurostimulator had been moving around all over the back since implant about 5-6 weeks prior to report. It was reported she would speak to her health care provider about getting the neurostimulator replaced with her old neurostimulator. It was noted that a coupling problem was reported. Additional information received reported the patient was going in to meet with the health care provider on (B)(6) 2014; additional information received reported the doctor met with the patient on the (B)(6) prior to report and was exploring the possibility of revising her neurostimulator.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was further reported that the patient was having their device replaced with a non-rechargeable device. The patient's settings were: program 1: 2.7v, pulse width of 450, rate 85, two anodes, three cathodes program 2: 1.9v, pulse width of 450, rate 85, two anodes, two cathodes program 3: 3.0v, pulse width of 450, rate 85, one anode and one cathode it was further reported that the patient never bothered to charge their implantable neurostimulator (ins) and didn't want a rechargeable device. It was unknown if the ins ever went into overdischarge or if a physician mode recharge ever had to be performed. The device was able to be interrogated the day prior to the report and there was no low battery message so the device was not in overdischarge. The patient tried to recharge once but complained about it getting warm. The patient's therapy was great but they didn't want to recharge. The patient's new ins was programmed with the same settings as their old ins. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.